Manufacturer narrative:
Attempt were made to obtain product identification info, such as lot/serial and catalog numbers. Co was unable to review the medical records. No such info could be obtained. A literature packet addressing the reported event was sent to the customer.

Event description:
The graft was placed as an axillo-femoral bypass. While the pt was still in the hosp, the graft tore. Exploratory surgery reportedly revealed a graft disruption near the proximal anastomosis. The surgeon did not implicate the graft as having caused the event; rather, the surgeon thinks that the graft may have been pulled too tight during the implant surgery. The tear was repaired.